Event description:
It was reported that during a pci procedure, the ultra 2 cutting balloon ruptured and a dissection was noted. The lesion being treated was located in the totally occluded and mildly calcified mid left anterior descending artery (lad) where two stents had been placed 3 years ago. The pt had been experiencing chest pain for 10 hours prior to this procedure. The pt2 guidewire was passed through the occlusion, and another manufacturer's balloon was inflated to 12 atm. The ultra 2 cutting balloon was then dilated to 10 atm, when it ruptured and a dissection was noted. A taxus liberte stent was used to repair the dissection. No pt complications or injuries were reported. Pt status was reported as 'good.'